Event description:
In 2009, the patient called for information on the recall and stated he does not watch the display when he presses the buttons, as he is vision impaired. He said he does hear the beeps and feel the vibrations when he pressed the buttons and it appears his insulin amounts are increased of decreased depending on the button he pressed. He stated he has experienced elevated blood glucose readings intermittently for the past year. His doctor is aware of this. He said he has not adjusted his basal rates, but has changed the percentage for his temporary basal rates. He stated he had an elevated reading of 400 mg/dl last night at 5:30 pm and corrected his reading to 100 mg/dl by bolusing insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.